Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose was 399 - above 500 mg/dl. Customer did not address bg level at the time of trouble shooting with customer support, no additional information was available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.